Event description:
On (B)(6) 2014 clinic notes dated (B)(6) 2014 were received which indicated that the vns battery appears ready for replacement and the physician indicates that this might correlate with the patient¿s slight increase in seizure frequency. It was noted that the magnet is helpful in aborting and/or shortening seizures but as noted with the continued prolonged events but less so recently. Good faith attempts for further information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.